Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports that part of a catheter broke off. Therapy was reported as being delayed.

Manufacturer narrative:
(B)(4). The customer reports that the patient was in critical condition upon arrival to the hospital and was transferred to another facility. The customer indicates, to her understanding, that the device was not a factor in altering the condition of the patient. The segment of the device was retained in the patient. It is noted that the intensivist did not order any procedure for removal of the segment possibly due to the critical nature of the patient.

Event description:
The customer reports that part of a catheter broke off. Therapy was reported as being delayed.